Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. When the staple line was initially intact and then was undone/open, what was the appearance of the deployed staples (b-formation, malformed, legs straight, staple line missing staples)? If there were no issues with staple formation, was the issue caused by patient factors (tissue quality)? How much blood was lost (ml) as a result of the device issue? Did the patient require a transfusion as a result of the device issue? Was there any tissue or ancillary device between the cutline and the distal tip of the device when fired? Were any other disposables used during the firing (vessel clips, vessel loops, suture, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a living donor procedure, the surgeon fired on a vessel in liver with one firing, staple line in-tact. After transplant and upon removing lap sponge packing for close of case, the staple line was undone/open and bleeding which was controlled by suturing the staple line. One device was discarded.